Event description:
It was reported the programmer was running slow. Printing reports slowed to one line at a time. When doing thresholds, test stops. It appears that there are background processes that are slowing the programmer. Sometimes rebooting takes care of it, sometimes not. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; programmer passed functional testing. Analysis found the tab on the power cord bay door is broken. Concomitant product: product ID 229047 analyzer. (B)(4).